Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed a defective pc. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the  caller noted that they couldn't find the controller battery compartment door after looking for two days. The reason for call was that the controller was blank and not powering on. Caller stated that the screen appeared to be cracked and that they saw some lines on the screen the other day. Pss had the caller remove the battery pack from the controller and connect the controller to the ac power supply without the battery pack inserted; caller noted that it was not easy to remove the battery pack from the controller but caller confirmed that the controller powered on. Pss then had the caller reinsert the battery pack into the controller while the controller was still connected to the ac power supply; caller did not see the green light flashing above the screen. Caller confirmed that the ac power supply green light was on and that the battery pack seemed to be fully seated in the controller. When asked for the event date, caller stated that they would say it was less than seven days ago. The issue was not resolved. Pt rep called back for assistance setting up new controller. Patient services specialist (pss) walked caller through the process and caller reported ins battery 50% and stimulation was off. Pss reviewed how to turn stim on and caller confirmed stimulation was back on.